Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: increased power and lvad temperature were noted during, and hours after the esd events. It is noted that power consumption and temperature increased during and after the esd events, power increasing as high as 9.208 w from a baseline of 4-4.5w during the actual esd events before decreasing to an average of approximately 6.5-5.5 w until 06dec2020 at 11:28:39, where it returned to baseline and remained that way for the rest of the file. Temperature mirrored this trend, raising as high as 58 degrees celsius during esd events from a baseline of 45-47* before remaining at a raised temperature of 50-53* celsius until it returned to baseline on 06dec2020 at 11:28:39. Electrostatic discharge (esd) events were confirmed via evaluation of the submitted log files. The account reported that the patient was making the bed and was shocked with static electricity twice, and the pump ¿beeped¿ and went back to normal. The submitted controller event log file contains data from 30nov2020 to 07dec2020. The file contains two esd events resulting in pump stops on 05dec2020, which lasted approximately 5 seconds each and were associated with low speed advisory, low speed hazard, low flow, pump stop, and com a and com b faults. Following the two esd events, lvad parameters (including actual motor speed, calculated average flow, per second flow value, pulsatility index (pi), lvad temperature, lvad software version, and lvad motor serial number) briefly and intermittently displayed as 0 with associated lvad_live_info flags that appeared to clear by the end of the file. Excluding the brief pump stops, the pump operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(4). No further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 ¿introduction¿ of the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) addresses all pump parameters including pump power, speed, and flow. This section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 3 ¿powering the system¿ states that high levels of static electricity can damage or harm the system and cause the pump to stop. This section recommends that the patient use battery power when not sleeping or resting to reduce the risk of electrostatic discharge (esd) events. Section 6 "patient care and management¿ warns that static electricity can cause the left ventricular assist device (lvad) to stop and explains additional steps in how it can be avoided. Section 7 "alarms and troubleshooting" describes all alarm conditions as well as the appropriate actions associated with them. Additionally, the safety testing and classification tables in appendix c of this document include electrostatic discharge information. Section 1 ¿introduction¿ of the heartmate 3 lvas patient handbook warns the user to avoid touching older television or computer screens and to avoid activities that may induce string static discharges and to take actions to reduce the chance of esd, as strong electrical shocks can damage electrical parts of the system and cause the pump to perform improperly or stop. Section 4 "living with the heartmate 3" contains a section on "static electricity", in which the user is warned to avoid activities that may cause static electricity and to discharge any built up esd by touching a metal surface before handling lvas components. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard or pump off alarm, call your hospital contact immediately for diagnosis and instructions. The testing & classification tables in section 9 of this document include esd. The emergency contact list form included in the handbook also instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was making their bed and was shocked with static electric twice. The pump beeped and returned to normal. Pump stops were noted while reviewing patient log file history. Log file analysis captured back to back esd (electrostatic discharge) events on 05dec2020 causing the pump to reset. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 4-5 seconds during each reset. Log file analysis also captured some communication gaps between the pump and controller in the 39 minutes following the electrostatic discharge events. The gaps in data have since resolved. Upon log file investigation, it was observed that there was increased power and lvad temperature during, and hours after the esd events.